Event description:
The following is based off a review of the patient's medical records provided to davol by the patient's attorney: (B)(6) 2005 - the patient underwent a complex cystocele repair of the midline and lateral defect using "vicryl" mesh (alleged to be bard/davol composix) with placement of unspecified "tension free vaginal tape". On (B)(6) 2009 - the patient underwent a cystocele repair with placement of an unspecified "tension free vaginal tape". There is no mention of the previously placed unspecified sling or the alleged bard/davol composix mesh in the operative details.

Manufacturer narrative:
Currently it is unk whether the device may have caused or contributed to the reported event. Without the lot number a review of the manufacturing records could not be conducted. Due to the limited information available, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.